Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the front end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:promus element, mr, ous 2.50x24mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Mid-stent struts were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. An examination of the bumper tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the front end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.